Event description:
It was reported that the user did not see any reason why he received a red lead alert and asks for clarification.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the user did not see any reason why he received a red lead alert and asks for clarification.